Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced because the patient was having withdrawal symptoms with no other explanation. The withdrawal symptoms did not resolve with the pump replacement. Another dye study was planned.

Event description:
Additional information was received via a company representative. The patient¿s catheter was returned for analysis. Per the manufacture¿s device registry, the catheter was replaced on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2016, explanted: on (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 2017-01-26, UDI#: (B)(4), h3: catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs infumorph with concentration 10 mg/ml was being administered at a dose rate of 0.614 mg/day as of on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿no significant anomaly ¿ acceptable catheter testing ¿ catheter incomplete/returned in segments¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company manufacturer representative regarding a patient receiving morphine with concentration 10 mg/ml at dose rate of 0.641 mg/day via an implantable infusion pump for non-malignant pain. It was initially reported on (B)(6) 2020 that the patient had experienced withdrawal symptoms. There were no environmental, external or patient factors which may have led or contributed to the issue. A dye and rotor study were normal and no alarms or anomalies were noted in the pump logs. The patient was being referred to their managing doctor for follow up. The issue was considered resolved. Additional information was later received via a company representative on 2021-feb-15. The pump was returned to the manufacturer for analysis.